Manufacturer narrative:
The customer reported that the phaco handpiece was not producing ultrasound. The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The associated system was manufactured on september 4, 2013. Based on qa assessment, the product met specifications at the time of release. It had been indicated that the doctor reused the disposables, which is not a recommended practice following the directions for use (dfu). (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing a "lack" of ultrasound when fragmenting the nucleus during cataract surgery. The issue was intermittent. The cassette and phaco handpiece were switched out to complete the case. There was no patient harm.